Manufacturer narrative:
Additional information: type of report. Approximate age of the device. Type of report. If follow-up, what type. Device manufacturer date. The device related to this complaint was returned and evaluated. The customer complaint was confirmed and the cause of the malfunction was identified as the inverter board. The inverter board was replaced. Repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The device was received and evaluated. The problem reported by the customer was duplicated. The inverter board was replaced to resolve this issue.

Event description:
The customer reported that the backlight on the screen will not turn on and the lcd is blank.